Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted during a device change out procedure due to loss of capture. It was suspected that the loss of capture was due to the orientation and angle of the lead as it proceeded from the device to the vein interior. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis at a later date. This report will be updated upon return and completion of analysis.